Event description:
During a follow up with the home patient's (hp) nurse, she stated that the hp is no longer with their facility but at the time of this report she does not recall any problems the hp may have had. The nurse stated that the hp had been doing fine and was continuing therapy at that time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during the dwell 4 of 4. The technical services representative (tsr) asked if any bags had come undone, and the home patient (hp) responded no. The tsr then explained the alarm to the hp and assisted to clear the alarm. The hp would finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.